Manufacturer narrative:
Eval summary: review of device history record (DHR) - a review of the mfg and inspection records for the step drill revealed no discrepancies. The item was documented as faultless prior to distribution and as it had been in use for a longer time we pre-suppose that the step drill had fulfilled its tasks in former surgeries as intended. The drill was found bent during functional test with a power tool. Which part of the drill is bent, could not be determined during visual investigation. The hardness was found inside specs. The drill was bent with strong force, unclear during usage, washing, transport or storage. In correlation with all facts the case is attributed to an insufficient user handling. No mfg faults found. Eval revealed that the found imbalance of the step drill is linked to an insufficient user handling.

Event description:
During g3 surgery, the surgeon used step drill for the lag screw hole drilling. When the surgeon assembled step drill and the cordless driver 4200, and the step drill was rotated, the step drill did decentering rotation. The surgeon changed the cordless driver to another driver. However, the step drill did decentering rotation. Therefore the surgeon requested the investigation of the step drill.